Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance in the unipolar configuration. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.